Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the stapler clamped down on tissue, but it would not fire. After the stapler would not fire, the jaws were able to be opened and the stapler was removed. A new stapler and reload were opened, and it functioned properly to complete the case. There was no patient injury.